Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported using a beta bionics ilet insulin pump and stated that insulin dosing was not automatically adjusted based on cgm values at the time of the event. At approximately 12:30 pm, the patient received a low glucose alert on the ilet device. The patient did not perform an fsbg test to verify the glucose value and instead treated the reported low glucose. Following treatment, the patient experienced increased urination, shakiness, and dizziness. Approximately 2 hours later, the patient performed an fsbg test, which showed a reading of 600 mg/dl. In response to the elevated glucose level and symptoms, the patient went to the emergency department (ed) by herself, arriving at approximately 2:30 pm est. The patient was unable to provide the cgm reading or any additional fsbg values obtained upon arrival. During ed visit, the patient was treated with intravenous (IV) insulin. The patient was discharged at approximately 6:30 pm after recovery. At discharge, the patient reported an fsbg reading of 250 mg/dl. The corresponding cgm reading at that time was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.